Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was not detected on bus. The field service engineer confirmed there were no issues and also verified medstation performance analysis report to resolve the dns issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the device was not detected on bus. The customer stated that this malfunction causing a delay to the patient care. There were no adverse events or injuries reported based on this incident.